Event description:
Per the clinic, the device was shifting position. The patient underwent revision surgery (date not reported), to reposition the device. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.